Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device was discarded, so no engineering investigation could be performed.

Manufacturer narrative:
The device was discarded, so no engineering investigation could be performed. A review of the manufacturing records for this device is being conducted. (B)(4).

Event description:
It was reported the physician implanted a 25mm gore cardioform septal occluder to close a patent foramen ovale. At discharge, images showed the device had embolized to the abdominal aorta. The device was removed with a snare. The physician then tried to implant a 30mm gore cardioform septal occluder but did not like the placement of the device. The device was removed and the patient received an aso. The patient was doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.